Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 05 december 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. However, as of the complaint closure, the sensor had not been returned to senseonics.a review of the in vivo sensor data showed a declining signal across all sensing areas, indicative of oxidation of the glucose-indicating chemistry in the sensor hydrogel which likely contributed to the reported sensor inaccuracies.confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics, and dms records showed that the sensor was last used on 12 feb 2026. The user used their previous sensor until end of the sensor's life and was re-inserted with a new sensor on 17 feb 2026. B4 .date of this report 05 march 2026. G3. Date received by the manufacturer? 05 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.